Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the surgeon experienced a co2 leaking through the primary port which was used as the camera port. He stated that he could hear the hissing sound when he inserted the scope. After a few more insertions the leaking stopped. He stated that the insertion of the scope a couple times stopped the inner valve from leaking. He completed the case with this trocar. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.